Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had jumps in high impedances greater than 3000 ohms. The respiratory rate trend (rrt) sensor was oversensing the impedance. The rrt feature was turned off, where the plan was to continue to monitor. The system remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had jumps in high impedances greater than 3000 ohms. The respiratory rate trend (rrt) sensor was oversensing the impedance. The rrt feature was turned off, where the plan was to continue to monitor. The system remains in-service. No additional adverse patient effects were reported.